Event description:
Device malfunction: difficult to insert/stent dislodgement. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that during a kissing stent procedure in the right and left common iliac arteries, 6f cordis sheaths were placed in both groins. A terumo .035 stiff guide wire was advanced through the lesions on both sides with some resistance due to heavy calcification and tortuosity. An attempt was made to insert the omnilink elite stent system into a 6 fr sheath in the right common iliac; however, it could not be inserted. The 6 fr sheaths were exchanged to 7fr in both groins. Pre-dilatation was performed in the right common iliac. Prior to inserting the omnilink stent system into the sheath, it was noticed that the stent had moved distally on the catheter. The device was not used. A 9x59 omnilink elite was successfully implanted in the target lesion and a 9x39 omnilink elite was implanted in the left common iliac. There were no adverse patient effects. Though requested, no additional information has been provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.